Event description:
Caller reported experiencing multiple intermittent alarms followed by occlusion events that resulted in blood glucose levels reading "high" on their cgm. To address the high blood glucose, customer administered a correction injection via mdi. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin.